Manufacturer narrative:
(B)(4).

Event description:
It was reported the impedances resolved after the lead was replaced. The original lead was damaged. The lead looked like it was coming apart. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant product: product ID: 3093-28, lot# v001988, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported the patient¿s stimulator was being replaced due to normal battery depletion. Prior to replacement, the impedances were within normal limits. All bilateral pairs showed greater than 4,000 ohms impedance during the replacement. The lead was replaced. The healthcare provider had some trouble inserting the lead and had to loosen the setscrew to fully insert. Impedances were still greater than 4,000 ohms, even after increasing the voltage and pulse width. Two unipolar and one bipolar pair had normal readings. The lead was able to be pulled out of the stimulator. The lead could be pulled out even after the torque wrench clicked. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.